Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler and the patient¿s adverse events of septicemia, abdominal cramping and abdominal pain, which warranted hospitalization. The etiology of the events is unknown; therefore, causality cannot firmly be established. However, the patient¿s pdrn reported the events were unrelated to the utilization of any fresenius product(s) or device(s). The patient reportedly transitioned to hd therapy due to the undiagnosed gi disorder, and caregiver burden. Renal failure patients commonly experience gastrointestinal complications due to the esrd disease process. Based on the information available, the liberty cycler can be disassociated from the events. There was no objective evidence indicating a serious injury, patient death, or other adverse event(s) related to a fresenius product(s) or device(s) occurred warranting further investigation.

Event description:
It was reported that a fresenius peritoneal dialysis (pd) patient was performing incenter back up hemodialysis (hd) and their pd catheter was scheduled to be removed due to medical complications with a possible pleural tear. However, after being re-evaluated by the surgeon it was determined that the catheter replacement was not an option. The attorney-in-fact made the decision to keep the patient on incenter hd rather than seek a second opinion for surgical pd replacement. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn), it was reported that the patient was hospitalized on (B)(6) 2019 through (B)(6) 2019 for septicemia, severe abdominal cramping and abdominal pain. A peritoneal effluent fluid culture was obtained and was negative for growth. Additionally, the results of a peritoneal effluent cell count fell within normal limits (wnl). Radiological scans (specifics not provided) all returned without finding, and there was no evidence of a pleural or peritoneal tear. The pdrn stated the events were attributed to an undiagnosed gastrointestinal (gi) disorder (specifics not provided). The pdrn stated the patient had transitioned to hemodialysis (hd) partially due to the undiagnosed gi condition(s); however, the main reason was due to caregiver burden. The patient¿s primary caregivers were unable to continue performing the patient¿s pd therapy due to their age/health. Therefore, it was decided the patient would transition to incenter hd therapy to accommodate the patient¿s needs. The pdrn stated the cause of the events was never established; however, the patient must have recovered if they were transplanted. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s) or device(s). The discharge summary was requested, however the pdrn declined providing it, citing patient privacy concerns. Therefore, specifics regarding the hospitalization, medical intervention(s) or the patient¿s discharge disposition are unknown.